Event description:
It was reported that at the beginning of the surgery, the anesthesiologist was preparing to administer phenylephrine. The line was placed in the pump module and primed, however when the pump was paused and before the line was connected to the patient, the pump module was free flowing the medication onto the floor. There was patient involvement but no harm.

Manufacturer narrative:
(B)(6). Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that at the beginning of the surgery, the anesthesiologist was preparing to administer phenylephrine. The line was placed in the pump module and primed, however when the pump was paused and before the line was connected to the patient, the pump module was free flowing the medication onto the floor. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: medical device serial. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that at the beginning of the surgery, the anesthesiologist was preparing to administer phenylephrine. The line was placed in the pump module and primed, however when the pump was paused and before the line was connected to the patient, the pump module was free flowing the medication onto the floor. There was patient involvement but no harm.